Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl and vomiting. Low bg cause was not known. Customer administered a glucagon injection to address the issue and went to urgent care where they were diagnosed with a urinary tract infection. Customer consumed carbohydrates (cran-mango juice) and glucose tablets provided by urgent care, and staff called emergency medical services (ems). Ems provided intravenous dextrose and transported customer to the emergency room via ambulance. Customer was subsequently admitted to the hospital and treated with intravenous fluids of dextrose and saline. Customer was discharged 3 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.